Event description:
The facility's technician reported an infusion pump with failure code 812:02. The hospital representative stated that there have been no reports to any patient incident involving this pump since the last baxter service event.